Event description:
The philips field service engineer reported that while servicing the ventilator, the unit failed the backup battery test due to a depleted backup battery that was unable to maintain a charge. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.